Manufacturer narrative:
The field service engineer (fse) noted there was no fluid leak in manual mode, but in the auto mode. The fse noted clenz fluid came out of the needle due to a clog. The fse indicated aspiration was slow and replaced the needle and associated tubing, including the tubing at pinch valve pv70 and resolved the issue. The fse cleaned the foam trap and flushed the low vacuum/aspiration pathway. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately four (4) milliliters of blue fluid leaked from the manual probe and onto the counter involving coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not generated as the instrument was not in operation. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.